Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the device was on the cystic artery, the device became stuck on the artery after it was fired. They used another device to staple proximally to the pt and had to pull the stuck device off the vessel. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.